Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an occlusion alarm occurred in the past. Customers blood glucose level was 324-325 mg/dl. Reportedly, customer was able to resume insulin after three hours without any troubleshooting.